Event description:
A user facility reported to olympus that an "e103" error occurred and there was no light upon connecting an endoscope. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was evaluated by olympus and the cause assigned to failure of the igniter. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.